Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. An event history log review was performed and identified a reload the set 202 alarm. Visual inspection, functional testing, electrical testing, calibration, and a simulated therapy were performed, and a reload the set 202 alarm was encountered. No other issues were noted during the sample evaluation. The reported problem of an unknown fault was determined to be the reload the set 202 alarm. The cause of the alarm was determined to be an issue with the manifold valve o-rings, which were replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown fault. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.